Manufacturer narrative:
Combination product: yes. The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned data as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegms revealed noise in the right ventricular and farfield channels, confirming the clinical observation. The detection of noise led to more than 40 charging cycles, which partially resulted in shock delivery. The trend data documented decreasing values of the pacing and shock impedances. Based on the available information the root cause of the clinical observation was not determinable. For a root cause evaluation an analysis of the lead would be necessary. There was no indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. In the available iegms the occurrence of noise was confirmed, which resulted in shock deliveries. Based on the available data the ICD functioned as expected. However, the integrity of the lead cannot be ensured.

Event description:
Oversensing was reported on this lead. The lead was replaced with a new one. The device was left in place. Should additional information be received, this file will be updated.